Event description:
The pt has 2 eon systems implanted, one is for cervical and one is lumbar stimulation. The pt has not had any issues with the cervical system. The pt recharges her lumbar ipg about once a week for 2-3 hours. It was reported that about 30-45 mins into recharging, the pt experiences the following symptoms: sensation of a swollen throat, difficulty swallowing, itchy eyes, flushed face, shingles-like rash under left eye, and flu-like feeling overall. The physician revised the lumbar system and found that the lead was fractured. The explanted products were not returned to ans for evaluation. It was reported that the pt continued to have the same symptoms during recharging with the new lumbar system. Additional attempts at recharging were made with a different charger with the same results. Follow-up on the pt found that she has not had any additional devices explanted and continues to have the same symptoms during recharging.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.